Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: last night the patient discontinued the pump at instruction of customer technical support (cts), due to a previously reported pump malfunction. Patient did not take any long acting insulin while off the pump, and blood glucose (bg) this morning was 354 mg/dl with moderate ketones, and patient was tired and thirsty. This complaint is being reported because the patient experienced an adverse event while using an inadequate backup plan, after having been instructed by cs to discontinue using their pump

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: pump found to be delivering accurately and within required range. Unable to duplicate the reported complaint. The last basal delivery and the last bolus were on (B)(6) 2014. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no alarms duplicated. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately a manual date change observed in the black box from (B)(6) 2014 to (B)(6) 2014. A delivery accuracy test was successfully completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.